Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported an inoperable ventilator that could not be powered on in ventilation or diagnostic mode despite the mains light emitting diode (led) illuminating while connected to alternate current (ac) power. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported that the 24 volt light emitting diode (led) on the sensor printed circuit board (pcb) voltage indicator was illuminated which indicated a low 24 voltage condition and required the power supply to be replaced, however, the problem was not resolved by replacing this part. The customer reported that the unit has been retired. No further repairs were performed.